Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
A (B)(6) male was enrolled into the (B)(6) study. Patient was brought to the enrolling facility on (B)(6) 2015 via emergency medical services after suffering from a cardiac arrest with an initial rhythm of ventricular fibrillation. Patient's condition at enrollment was comatose post cardiac arrest secondary to "massive mi" per history and physical. Zoll quatro ivtm catheter was inserted on (B)(6) 2015 at 12:44h in right femoral vein. Cooling initiated on (B)(6) 2015 at 13:57h. Target temperature achieved on (B)(6) 2015 at 06:00h. Rewarming initiated on (B)(6) 2015 at 06:00h. Normothermia achieved on at (B)(6) 2015 at 18:00h. The patient experienced adverse event 1, infection-pneumonia, which began on (B)(6) 2015 at an unknown time, during the normothermia/maintenance phase. Infection-pneumonia was resolved without sequelae on (B)(6) 2015 at an unknown time. Event reported by investigator as not serious, with a ctcae grade of 2, unrelated to the device or procedure, unrelated to the subject's clinical condition and anticipated. Event required change of existing medications. The patient was intubated. Catheter was removed on (B)(6) 2015 at 12:00h. Based on radiologists reports, the investigator determined the pneumonia to be intermittent. Pneumonia resolution date is approximated based on still being treated at discharge, with no mention at subsequent readmission. Investigator reported that the event was not related to study device malfunction.